Event description:
During the esophagogastroduodenoscopy (egd) procedure in duodenum the injection gold probe hemostasis catheter would not conduct electricity. The physician aborted the procedure with no patient complications and the patient was reported to be fine.

Manufacturer narrative:
The suspect device has bene returned to the manufacturing facility for the evaluation.